Manufacturer narrative:
Batch review performed on 01 september 2023: lot 2216013: (B)(4) items manufactured and released on 20-oct-2020. Expiration date: 2027-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Additional implant involved, batch review performed on 01 september 2023: liner: mpact 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot 2214841: (B)(4) items manufactured and released on 29-sep-2022. Expiration date: 2027-09-12. No anomalies found related to the problem. To date, 34 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 7 months from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.